Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to a distorted latch. A corrective action has been implemented in order to prevent this condition from recurring.